Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) argentina alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the power issue with the meter started on the morning of (B)(6) 2015. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine after the start of the alleged issue. He reported that "1 hour" after the start of the issue, he developed symptoms of "dizziness, cold [and] hot." He claimed that he was treated by a healthcare professional (hcp) with glucose tablets/glucose gel at around 11:30-12 noon on (B)(6) 2015. He reported that at an unspecified time on (B)(6), 2015, a blood glucose result of "188 mg/dl" was obtained using another meter. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The meter did not power on with a button press. The csr established that the patient was using the correct test strips; however, the meter did not turn on when a test strip was inserted per owner's manual. Based on the information provided, the battery did not need to be replaced. The issue was not resolved with training. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia which required hcp intervention, after the alleged power issue began.